Manufacturer narrative:
(B)(4). No parts were returned to the manufacturer for physical evaluation. The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A home hemodialysis (hhd) patient reported that the 2008k at home machine generated a "dial valve 1" alarm approximately 5.5 hours into the nocturnal hd treatment. The alarm occurred around 3:30 am during the patient's (B)(6) 2016 hhd therapy. The patient was not able to clear the alarm, so the unit was powered down, and then back up, but it failed to power on in a "timely manner." This resulted in the loss of blood within the entire extracorporeal circuit. The patient's estimated blood loss (ebl) was noted as being approximately 250cc. There were no patient adverse effects or medical intervention required as a result of this event. Following the event, a fresenius regional equipment specialist (res) performed an on-site evaluation of the unit. The res replaced the actuator/test board and microswitch to resolve the issue. Functional testing performed by the res confirmed the unit was operating properly. The unit was repaired and the res noted that it was ready to be returned to service, however, the current service status of the machine is not known. Although requested, no further information has been received from the user facility.

Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. The 2008k at home hemodialysis machine was evaluated at the facility by a fresenius regional service technologist (rst). Machine functional checks were performed. The machine¿s total conductivity, temperature, and electrical safety were verified with an external meter. The fresenius technician replaced the actuator/test board and microswitch to resolve the issue. Functional testing performed by the rst confirmed the unit was operating properly. The unit was repaired and the rst noted that it was ready to be returned to service, however, the current service status of the machine is not known. Although requested, no further information has been received from the user facility. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. The investigation into the cause of the reported problem was able to confirm the failure mode, dial valve failure. Although a regional service technologist performed an on-site repair of the unit, no parts were returned to the manufacturer for physical examination. Therefore, a definitive conclusion regarding the complaint incident cannot be reached.